Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded minute ventilation (mv) chop on both right ventricular (rv) and right atrial (ra) channels, together with noisy signals and low out of range impedance measurements below 200 ohms. Noisy signals were also recorded on the shock channel. The signal artifact monitor (sam) subsequently disabled the mv sensor for this device. It was believed that the observed measurements corresponded with a cautery procedure. Recent measurements showed normal values. Technical services (ts) was consulted and recommended re-enablement of the mv feature. No adverse patient effects were reported. This ICD remains in service.